Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a complex ablation procedure, the patient's right atrial (ra) lead had normal thresholds. Upon completion of the procedure, the ra lead had high thresholds. The physician decided to replace the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.